Event description:
The customer stated that the central monitoring system (cns) is freezing up and when they attempt to review full disclosure the system locks up. Power cycled the cns. It works but it is still jerky. MFR ref # 8030229-2014-000168.